Event description:
It was reported that on (B)(6) 2013 the atrial lead exhibited increased pacing thresholds, loss of capture and loss of sensing. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced on (B)(6) 2013. The patient's medical condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.